Event description:
Pt presented to ER with back pain, inability to stand, hematuria, upper respiratory infection, nausea and vomiting. X-ray films revealed near complete fracture of left femur neck, an injury apparently sustained from an earlier mva. Pt developed suspected pulmonary embolus during first attempt at femur repair. Pt was treated for pe. Repair of femur was done later on hosp day #6; left hip bipolar arthroplasty done. Pt then developed pneumonia and bacteremia. On post-op day #9, a right internal jugular catheter was placed, during which placement the j-wire came out frayed, chest x-ray revealed no pieces of guide wire, but resultant pnemothorax of I-j line placement was discovered, chest tube placed.